Event description:
It was reported that during routine device follow up it was noted a lead polarity switch had occurred. The lead was reprogrammed to bipolar and lead impedance had an undefined measurement. The lead was then reprogrammed to unipolar mode. High output testing was performed with the body in various positions and extraneous stimulation was present. It was further reported there may be a possible lead fracture. The lead remains in use in unipolar mode and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).